Manufacturer narrative:
An abbott field service engineer (fse) visited the customer site to inspect the architect i1000sr analyzer. The fse found and replaced a leaking trigger manifold kit valve (list 7-77612-03) and one leaking trigger no. 4 two-way bypass valve (list 7-200607-01). The parts were deemed worn from normal use. Subsequent instrument operations were acceptable. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual and the architect stat high sensitive troponin-I assay package insert contain information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. The issue was addressed through standard troubleshooting procedures.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer reports a falsely decreased architect stat high sensitive troponin-I assay result generated on an architect i1000sr analyzer. An initial result of 0.0 ng/l was generated and reported from the lab. The sample was then tested on another architect isystem in the lab and generated a result of 49.9 ng/l. A corrected report was issued. A field service call was initiated. There is no impact to patient management reported.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred; therefore, the device was not performing as intended and the evaluation codes were corrected.